Manufacturer narrative:
To assist in troubleshooting, the customer was asked to: run controls: both levels were in the expected ranges. Clean test table: was clean. Dipping technique was reviewed: press start, dip, rim and blot - technique was correct. Use another lot of multistix 10 sg: same results - false negative. The customer stated that they have not had any further discrepancies. The cause of this event is unknown.

Event description:
The customer reported false negative leukocyte results on the clinitek status+ when compared with the results of a visual read of multistix 10 sg and from a non-siemens reference lab. There was no report of injury due to this event.